Event description:
The customer reported that the device failed to discharge when running the operational check test.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge when running the operational check test. A philips field service engineer evaluated the device and confirmed the failure. A faulty processor pca was found to cause the failure. The processor pca was replaced to resolve the failure. The device passed all performance assurance testes and was placed back into use/returned to the customer. This was a malfunction of the processor pca that caused a failure to discharge in testing.